Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to blood glucose. Type of alternate insulin therapy was not reported.